Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR included all patient, event and device information davol has received to date. Based on the information provided, it is unknown whether the device caused or contributed to the alleged event. The patient's family alleges the patient expired due to septic shock with complications due to a small obstruction showing necrosis due to adhesion to the mesh. Medical records, autopsy report and a death certificate have not been provided at this time. The information provided indicates the patient developed adhesions which is a known adverse event listed in the product's instructions for use. A review of the manufacturing records was performed including a review of sterility records and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.

Event description:
Based on the information reported by (B)(6) via email to bard (B)(4): on (B)(6) 2004 - patient underwent bilateral mesh plug hernioplasty with perfix plug. On (B)(6) 2011 - patient was admitted and underwent emergency surgery. The perfix plug is alleged to have migrated and strangulated the intestine. On (B)(6) 2011 - patient expired. The patient's family alleges the patient expired due to septic shock with complications due to a small obstruction showing necrosis due to adhesion to mesh.